Event description:
This customer reported a device failure while pacing a bradycardic patient. Review of the event file showed that the users had difficulty establishing a leads ECG waveform in order to demand mode pace the patient. The users did troubleshooting and were able to resolved the issue and continue care of the patient. The involved patient died but it has not yet been reported whether the device behavior impacted the patient outcome.

Manufacturer narrative:
(B)(4). This customer reported a device failure while pacing a bradycardic patient. Review of the event file showed that the users had difficulty establishing a leads ECG waveform in order to demand mode pace the patient. The users did troubleshooting and were able to resolved the issue and continue care of the patient. The involved patient died but it has not yet been reported whether the device behavior impacted the patient outcome. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more information about this event.